Event description:
Information was received that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted. Patient information is unavailable.